Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging an apply sample issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started on (B) (6), 2010, at an unspecified time during the afternoon. As a result of the alleged issue, the patient claimed that she developed symptoms of sweating and a racing pulse on (B) (6), 2010 at an unspecified time. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.